Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).

Event description:
The consumer reported stimulation in an undesired location. The stimulation was no longer going to the lower part of her back where the pain was severe. Rather, she was feeling stimulation in her ribs and stomach. There were no falls, traumas, medical tests, or electromagnetic environmental exposures that could have been related to this issue. The device had not been checked with the patient programmer. The change in therapy occurred in november 2015. Additional information received from the consumer reported the manufacturer's representative walked the patient through reprogramming the right side as a step to resolve the issue. The circumstance that led to the issue was the patient was making or changing linens on her bed. Relevant medical history included failed back surgery syndrome and spinal pain.